Event description:
It was reported that, "dr. Stated implant had not ingrown with bone. Stem was loose and had to be revised. Cup implanted was a well fixed psl shell originally implanted with stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.